Event description:
It was stated that the pump did not pass the flow rate tests: low results below specifications. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the rear/front housing cracked on top/bottom corner and the latch lock worn. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; the pump was found to be over-delivering. The root cause was determined to be the expulsor out of specification. The expulsor was trimmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.